Event description:
During a clinic follow-up, episodes of noise resulting in oversensing and inappropriate anti-tachycardia pacing (atp) were observed on the device. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.